Event description:
Three platinum sphenoidal electrodes were placed on both sides of the patient's jaw. These electrodes are used in conjunction with 20 electrodes in the head for monitoring and determining the location of the patient's seizures. Initially the signal was working well. The connection cable broke, and signal was lost during day 1. The physician had to replace the electrode on the right side of the jaw. This can be a painful process but had to be done because the patient had to be monitored for 3-5 days with the electrodes mapping the seizure focus. On day 4 of monitoring the electrode broke on the left side. The patient will not permit reinsertion of a new electrode and preliminary data indicates the seizure foci is on the right side of the brain.